Event description:
The account generated falsely depressed architect tsh results of 5.24 and 5.26 uiu/ml using two different analyzers on (B)(6). The same sample repeated on roche cobas 6000 analyzer with tsh results >100 uiu/ml. The sample was processed a third time in another lab with architect tsh of 6.4081 uiu/ml and siemens ultrasensitive tsh of 81.91 uiu/ml. Historically, in (B)(6) the patient tested architect tsh of 16.51 uiu/ml and roche cobas 6000 tsh of >100 uiu/ml. Patient is on eltroxin therapy. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
Testing was performed with the patient sample to confirm the results. The samples were processed on the architect and roche systems. The architect ft3 and ft4 results obtained were normal while the architect tsh result indicated hypothyroidism. The architect tsh result and the roche tsh result were not in agreement thereby confirming what the customer observed. Dilution linearity, peg (polyethylene glycol precipitation) and ria (radioimmunoassay) were executed. Dilution linearity was linear, so there is no proof of an interfering substance with the roche assay. Dilution linearity was not performed with abbott instrument, because the reference lab only had roche available. Peg was also executed. A recovery rate which is lower than 40% suggests the influence of high molecular weight proteins such as immunoglobulin in the specimen. In this case, the recovery was >40%, which does not suggest the influence of high molecular weight proteins. The ria gave a result near the roche result, but ria may also be influenced by antibodies. Moreover, alpha subunit testing was also conducted. This report details that the sample was found to be euthyroid. Also note, it is impossible for any immunoassay to measure reliable results of tsh above the upper linearity limit (mostly this is the upper reference range limit). Above a certain antibody binding capacity no reliable result can be produced. In summary, although conclusive identification of the cause of the variation in results across numerous platforms was not identified and not conclusively proved to be interference through this investigation, it is however evident that this is a sample specific issue that is not due to the tsh assay performance. A labeling review, performed as part of this evaluation, identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of all complaints associated with the architect tsh assay (ln 7k62) was performed. The review did not identify any non statistical trends or atypical complaint activity for the assay. In summary, through the investigation performed, no product deficiency or malfunction was identified.